Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose was 29 mmol/l. It was stated that the customer was getting repeated alarms prior to the event, and the customer was not receiving insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.